Event description:
Per the e-select study, indicated that after the cypher select plus was implanted, post dilation was conducted because of insufficient flow. The stent was post-dilated with an unk 2.91 x 15 mm balloon at 10 atmospheres with satisfactory results.

Manufacturer narrative:
Prior to procedure, the pt rec'd aspirin 100 mg, statins, ace inhibitors, beta-blockers, and clopidogrel 75 mg. The circumflex vessel diameter was 2.5 mm, the lesion length was 29 mm and the stenosis was 80%. The lesion was de-novo, smooth contour and readily accessible, no angulations, concentric, little or no calcification and no thrombus. A 7french-guiding catheter was utilized during the procedure. The lesion was pre-dilated with an unk 2.75 x 15 mm balloon at 6 atmospheres. After the post-dilation, the cypher stent plus was deployed at 12 atmospheres. The pt was discharged on aspirin 100 mg and clopidogrel 75 mg for one month, statins, oral diabetes treatment, and ace inhibitors. This prod is similar to us cypher. Add'l info will be submitted within 30 days of receipt.